Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be the best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 1). Per op notes, ¿a vertical midline incision was made above the umbilicus over the palpable hernia defect. The incarcerated incisional hernia sac was identified and excised the sac. A ventrio st mesh was placed into the abdominal cavity and secured with a tacking device.¿ (B)(6) 2018 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of biological mesh. Per op notes, ¿the previous midline incisional scar was excised. An incarcerated hernia sac in the midline was identified and dissected. Three other fascial defects were noted to be a normal appearing fascia which was divided to make them one. Dense adhesions of bowel to bowel and bowel to abdominal wall was noted and adhesiolysis was performed. A biological mesh was then placed into the abdominal cavity and secured to the undersurface of the abdominal fascia with sutures.¿ (B)(6) 2019 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 2). Per op notes, ¿a vertical midline incision was made through the old incision. Previous abdominal wall scar was noted to be hypertrophic and almost keloid like which was excised. Several incarcerated recurrent incisional hernias with small bowel incarcerated within were identified and dissected around the hernia sac. Four fascial defects were noted and connected to make them one. Adhesiolysis was performed by freeing the scar tissue. All remaining hernia sac was excised. A ventrio st mesh (device 2) was placed and secured to the abdominal wall fascia with suture and a tacking device.¿